Manufacturer narrative:
A visual inspection of the returned device revealed that the clip assembly was deployed and not returned with the device. The bushing was located inside the over sheath approximately 0.5 inches from the distal end. The control wire was separated per design. A kink was noticed in the control wire near the handle. The root cause of this event cannot be confirmed.

Event description:
Note: this is one of two devices that failed in this event. Refer to associated manufacturer report 3005099803-2008-06255 for a description of the related event. It was reported to boston scientific corporation that a resolution clip device was used on a 73 year old male patient during a esophagogastroduodenoscopy (egd) . According to the complainant, during the procedure, "they were not able to get the clip to release on the mucosa. They did get the clip to detach and it went back into the scope." The case was completed with another homeostatic clipping device. No complications were reported as a result of this event.